Manufacturer narrative:
Device eval: customer discarded.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being set up for a procedure when the irrigation nozzle came apart. A back up interpulse handpiece with coaxial high flow tip was prepared and the tip fell off that device onto the floor during the procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.